Event description:
It was reported that during implant, the left ventricular (lv) lead was not able to have the tip of the percutaneous transluminal coronary angioplasty wire pass the seal in the tip of the lv lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and all conductors were distorted. It was noted that the lead appeared damaged at implant.